Event description:
The user facility reported md off label usage of the involved 014 glide wire advantage. The md had coronary perforation with a terumo gwa 014 resulting in the need and usage of multiple urgently deployed graftmaster stents. The patient had recovered. The percutaneous coronary intervention (pci) was successful.